Event description:
During a repair a osteochondral fracture two smartnails with an expiry date of march 2007 were implanted (2007) and remain in the patient.

Manufacturer narrative:
We will not receive the implant back so we can not make any investigation or conclusions.